Manufacturer narrative:
Per tandem's t:slim x2 user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 145 mg/dl. Reportedly, the cartridge was changed to address the issue. The customer overfilled the cartridge with more insulin than the cartridge can hold.